Event description:
Analysis of the returned device found that the pusher wire was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual examination found that the delivery wire was kinked at 50 and 70 cm from the distal end, the main coil was also kinked. The delivery wire was broken off at 1660mm from the distal end of the delivery wire, and was not returned. The section that was not returned included the proximal end and proximal contact. From the information available and the investigation it is most likely that operational context was the cause of the reported event.